Manufacturer narrative:
Pump was received with pump error 53 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 53 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no delivery/occlusion alarm on 13-nov-2025 at 15:50:27 during basal delivery. Multiple pump error 53 alarms found in the pump history file/trace on 19-nov-2025 started from 15:04:26 to 15:23:24. Pump error 53 alarm due to hardware error (line number 450 file number 16). Pump error 54 alarm found in the pump history file/trace on 19-nov-2025 at 07:50:24. (3) pump error 42 alarms found in the pump history file/trace on 19-nov-2025 at 07:50:26, 07:52:55 and 15:07:54. (2) pump error 3 alarms found in the pump history file/trace on 19-nov-2025 at 07:52:53 and 15:07:52. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay and scratched case. No delivery/occlusion alarm was not confirmed. Pump error 53/54/42/3 alarm was confirmed due to hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and the pump error 3 (the main arm cannot communicate with the motor arm) alarm. Also, the customer reported the pump error 42 (drive count error boundaries exceeded after movement) alarm, the pump error 53 (software error detected) alarm, and the pump error 54 (hal software error detected) alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.